Manufacturer narrative:
In previous report, the manufacturer reported incorrect information. After review, it was corrected. The following information updated in this report. In box-d: product brand name was changed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in device. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they (could/couldn't) confirm the customer's allegation. The device was corrected. During evaluation there were multiple error codes were observed, and secondary findings were present.